Event description:
While using the enseal device, it stopped working. An alarm sounded and the machine prompted "replace." The hand piece was replaced and worked properly.====================== health professional's impression======================although no harm was done to the patient, a delay in the case occurred while the patient was under anesthesia to troubleshoot and then replace the hand piece.